Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that on (B)(6) 2017, the patient was admitted to the hospital with a blood glucose (bg) as high as 400mg/dl with large ketones, lethargy, and blurred vision, associated with a prime issue. Reportedly, the patient discontinued pump therapy, required 3rd party assistance and was treated in the hospital for diabetic ketoacidosis with intravenous fluids, insulin via injection, and an insertion site change. The patient¿s healthcare provider (hcp) reportedly made recent changes to their basal rate. During troubleshooting with customer technical support (cts), it was revealed that the pump was not priming the tubing during the load step. It was determined that the patient was not priming the tubing adequately. The patient was educated on proper technique and was advised to monitor. This complaint is being reported because the patient allegedly experienced hyperglycemia because of the tubing was incorrectly primed.